Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of low power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was heating up during testing. It was noted that the oscillating head was getting very hot. It was further observed that an unknown substance was found inside the oscillating head assembly, and there was corrosion on the bushings and oscillating head. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device was not getting full power. During in-house engineering evaluation it was found that the device was getting hot during testing. It was reported that there was no delay in a scheduled procedure as an unspecified spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.